Event description:
Physician reported unknown side "capsular contracture, baker grade unknown and squamous cell metaplasia." The event of "squamous cell metaplasia" is not device related. Device status is unknown.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reported, right side capsular contracture, baker grade unknown. And squamous cell metaplasia ( not related to device). Device has been explanted and replaced.